Manufacturer narrative:
A visual assessment of the returned compressor showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The visual assessment confirmed the reported event, which showed one distal compressing arm of the instrument was fractured at the junction point of the two instrument handles. A functionality assessment was not performed due to the damaged condition of the returned instrument. The instrument was failed and removed from distributable inventory. A DHR review was performed for the complaint lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since (B)(6) 2014, resulting in about a 11 year lifespan. It is unknown how many uses the device has undergone during that time. The root cause of this complaint cannot be reliably determined. It may be possible that application of excessive compressing force may have contributed to the instrument malfunction. The two handles of the instrument have areas of reduced material to allow for the handles to connect at a junction point with a lap joint. The instrument fracture location is where one handle meets the center pin. If excessive compressing force was applied to the instrument handles, it may be possible for the instrument to malfunction as observed. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.

Event description:
The manufacturer was made aware of a product complaint on 01/08/2025. It was reported that a distal compressing arm of a system compressor malfunctioned while being used during a surgical procedure. There were no known patient complications associated with this complaint, however the malfunction resulted in a slight delay in the procedure. An alternate available instrument was used to successfully complete the procedure. No additional information available.